Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 investigation summary: visual inspection: upon visual inspection of the complaint device it can be seen that the reduc-ferceps is broken at the tip section as reported, this thus confirming the complaint description. In addition, the instrument shows some signs of slight use (tip section and teeth of locking mechanism), but otherwise the device is in a good condition. Document/specification review: drawings and revisions are in accordance to DHR of production lot t184711. All relevant features are defined on the used drawing revisions of DHR of production lot t184711. Furthermore, the reported device was assembled according to drawing, and all parts went through final inspection and a 100% functional test, before they had left the production. In addition, the review has shown that the material 1.4021 was used and that the hardness was within the specification of 45-50 hrc. Summary: the review of the production history revealed that this item was manufactured in june 2019 according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. The cause of complained malfunction is a post-manufacturing caused and/or use related, therefore the in the investigation flow listed remaining investigation steps are not required. Unfortunately, we are not able to determine the exact reason for this occurrence, but we assume that high applied mechanical force could have led to this damage or/and that during the operation an application error may have taken place. To prevent such problems, it is necessary worn, incomplete or damaged instruments to replace. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 399.99; lot number: t184711; manufacturing site: tuttlingen; release to warehouse date: 07-jun-2019. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, that the forceps were broken. Procedure and patient involvement are unknown. This report involves one (1) reduction forceps with serrated jaw-ratchet 144mm. This is report 1 of 1 for (B)(4).